Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the bottom piece of the brush head fell off in his or her mouth. No injury was reported.